Manufacturer narrative:
Concomitant products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2014, product type: catheter. (B)(4).

Event description:
Additional information was received from an hcp. The patient recovered without permanent impairment.

Manufacturer narrative:
Concomitant product: product ID 8780, serial # (B)(4), explanted: (B)(6) 2015, product type catheter. (B)(4).

Event description:
Additional information received reported that the patient had a confirmed pump flip. The patient experienced underdose symptoms, as the pump was unable to be filled. The pump dose was decreased and the patient was given oral medications. A revision was required as a result of the pump flip. The pocket was opened and the pump was observed to be flipped. The catheter was also "tangled over and over." The health care provider (hcp) was not comfortable with the possibility of the catheter being kinked, due to the twisting, thus he made the decision to replace the catheter. The issue was resolved and the cause was determined to be the pump flip and catheter being tangled. The patient status at the time of the report was ¿alive ¿ no injury." It was also reported that the pain hcp whom last refilled the pump, "flipped it back over from the outside." Information regarding the patient¿s outcome was requested. If additional information is obtained, a follow-up report will be submitted.

Event description:
It was reported that the patient noticed their pump flipping in (B)(6) 2015. The pump ran out of medication because the pump kept flipping. The patient¿s healthcare provider (hcp) could not turn the pump so the patient was referred to another hcp to refill and turn the pump down. The patient had a refill on (B)(6) 2015, but the hcp increased the medication. The patient went through withdrawal and was in the hospital due to that. At the time of report, the pump was sticking out and the patient had to push it back. The patient had been in pain since (B)(6) 2015. The patient was taking hydromorphone 8mg tablets and for break through 4mg tablets. It was noted that the patient does not take the 4 mg tablets. The pump was used to infuse morphine.